Manufacturer narrative:
The customer did not report that she has seen a physician or has taken any medications for her mastitis. Customer svc did have the customer trouble shoot her pump for low suction and has provided the customer with replacement parts. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer svc that her pump has low suction on one side. She cannot empty her breast on one side and has developed mastitis.